Manufacturer narrative:
One device was received for evaluation. Visual inspection found and verified the reported downstream occlusion seal problem. It was determined that the seal was the root cause and was replaced. Service history review identified this device was related to the last service on 23-jun-2023 for a bubbled downstream occlusion sensor seal.

Event description:
It was reported that the device's downstream occlusion seal was degraded. There was no patient involvement.